Event description:
It was reported that this right ventricular (rv) lead had exhibited an increase in capture threshold and intermittent loss of capture. The physician suspected micro dislodgement. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.